Event description:
2005 - unable to interrogate device. No pacing output. Pt's intrinsic rate in the 40s. Device reset and was able to communicate with pacing rate set to 60 ppm. Device okay. Five days later, pt in ER with no pacing output. Device was unable to interrogate. Physician elected to replace device. A reset was not attempted.

Event description:
2/11/2005 - unable to interrogate device. No pacing output. Pt's intrinsic rate in the 40s. Device reset and was able to communciate with pacing rate set to 60 ppm. Device okay. 2/15/2005 - pt in ER with no pacing output. Device was unable to intrrogate. Physician elected to replace device. A reset was not attempted.